Event description:
It was reported that the patient experienced a stroke. No additional intervention was reported. The patient presented as asymptomatic. An enroute transcarotid neuroprotection system was selected for a right transcarotid revascularization (tcar) procedure. It was reported that the patient experienced a flat-lined neuro monitoring response after deployment of the second stent. The patient subsequently failed the vascular exam, prompting the physician to initiate stroke protocol. Stroke symptoms appeared approximately 40 minutes post-procedure, presenting on the left side. No blood pressure issues were noted. The patient was compliant with dual antiplatelet therapy (dapt). No intervention was reported due to the stroke event. The patient underwent diagnostic testing, including computed tomography angiography (cta), and the patient was admitted to the hospital beyond the standard of care.